Event description:
The patient fell on the ins site in 2008, and for the past four months has experienced an "electrical circulation" of pain on inside of back to right leg following a fall. Further information is being requested from the hcp.